Event description:
It was reported that the right ventricular (rv) pace impedance was 2,900 ohms and the pace threshold was also high. The physician elected to abandon the rv lead and implant a new one. No additional adverse patient effects were reported.